Event description:
Revision of right hip due to pain and mild metallosis. Liner and head replaced.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. Provided operative notes note that histology returned moderate alval in the tissue of the right hip. Patient x-rays were not available for examination, therefore positioning could not be verified or examined. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. The investigation has been identified for further in-depth analysis to assist in the determination of the root cause and has therefore been assigned to (B)(4). The investigation will be closed with an interim report and will be re-opened when the (B)(4) report is completed. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.